Event description:
It was reported that the user experienced sustained hyperglycemia with blood glucose readings over 300 mg/dl while using the ilet, associated with interrupted insulin delivery and multiple pump pauses, and device alarms indicating motor stalls and occlusions; attempts to reconnect the ilet app were unsuccessful, and the pump lost charge during troubleshooting, after which a full supply change with a new infusion set was completed and the user received long-acting insulin with guidance to keep the pump off for 24 hours. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included user interviews and analysis of information provided by the user. Investigation of this case revealed no findings were available due to insufficient information, despite documented device alarms for stalled motor and insulin occlusion and no foreign objects in the pump chamber; component-level identification was not established due to limited information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.